Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Good condition with no appearance of any physical damaged. Motor rate error was found in the event history log. Motor rate error was found immediately at the beginning of occlusion test. The root cause of the reported issue was main board misaligned from extrusion. Realigned main board, cleaned and greased the whole motor assembly. Performed occlusion test and all functional testing which passed.

Event description:
It was reported that motor rate error occurred. No patient injury was reported.